Event description:
Article summarizes a study conducted at two centers: complications reported which required invasive intervention include: dislodgement (n=3), microdislodgement or exit block (n=9), diphragmatic stimulation (n=1), elevated thresholds or loss of capture (n=5). Number of events per patient is not stated in the article.